Manufacturer narrative:
(B)(4). Batch # p57n0a. Event month and day unknown. Only year (2018) is known. Device evaluation: the analysis results showed that the tx60b device arrived with no apparent damage and with a reload present. The reload was received fully fired. In addition, a second cartridge (b) was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Cartridge b: p57j7j, fully fired.test cartridge, xr60b, ke987. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: please clarify how the device "didn't fire correctly"? The stapler fired but not completely across the tissue like it is supposed to. There was a hole left in the bowel. Was the device not able to be closed on tissue? The device did close. Was the device not able to be fired at all (meaning with no staple line delivered) or was the trigger advanced completely with no staples deployed? Yes, a staple line was delivered and they used an extra reload and still had a problem with the complete staple line. If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Unknown.

Event description:
It was reported that during a bowel procedure the stapler didn't fire correctly. The stapler was reloaded and still didn't fire completely across the bowel. There was a complete staple line across the bowel as a patient consequence. The tech in the room wasn't sure if it was the stapler or human error that caused the issue.